Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed; the distal conductor was found distorted. The distal conductor was found fractured due to overstress and blood present in/on the helix mechanism; lead damaged at implant.

Event description:
It was reported that at implant, after one attempt of fixing the lead, the position was not ok and the physician tried to reposition it. The physician felt that the lead was not ok. After pulling out the stylet the physician was not able to insert it again. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead and stylet is in process; the results will be forwarded when available.